Manufacturer narrative:
Post market vigilance (pmv) received one device. Visual inspection of the device noted the shaft is bent and broken at the handle. Tacks are visible in the shaft. Functional inspection noted the device fully cycled. The tacks deployed and properly seated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, during mesh fixation while applying tacks on contra-lateral portion, the handle of the tacker got band in such a way that tackers were not able to come out from shaft after firing the trigger and after certain time, it got removed from the shaft. The surgery was completed with another fixation device which was kept in back up. There was no patient injury.